Manufacturer narrative:
The event occurred in china. The reported ¿error referenc¿ appears on the rotaflow console when the machine was turned on. Customer restarted the console but the failure remains. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician. During the investigation on 2021-03-17 the technician was able to confirm the reported failure and the rf power supply pcba (701011675) was replaced. An investigation of a rotaflow system that exhibited a similar issue was performed in getinge life cycle engineering on 2016-01-16 . Most probable root causes could be determined: the condensator c109 has a partial break-through which overloads the voltage converter which lead to the reported error. The device history record (DHR) of the rotaflow console was reviewed on 2021-03-26. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The product in question was produced in 2019-11-13. Based on the investigation results the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The reported ¿error reference¿ appears on the rotaflow console when the machine was turned on. Customer restarted the console but the failure remains. No patient was involved. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).